Manufacturer narrative:
Pump received with a blank flashing white light on the display due to vertical cracked lcd controller on the electrical board. Unable to verify missing segment due to blank flashing white light on the display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump¿s display was not okay. The customer¿s blood glucose level was 130 mg/dl at the time of incident. The customer reported that the pump gave an alarm and the display lights up alternately bright and dark. The customer inserted a new battery and the display was not okay. The customer had crack in case. The insulin pump will not be returned for analysis.